Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: myocardial infarction (mi) is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2005, and during the procedure a 3.0 x 18 mm xience v stent was deployed to treat the proximal circumflex lesion. There were no reported pt effects or product issues at the time of the index procedure. In 2009, the pt returned with angina, dizziness/lightheadedness, and diaphoresis. The pt suffered a non q-wave m and had unstable angina. Enzyme testing revealed elevated cardiac enzymes. At about 2 days later, revascularization was done to treat the pt for in-stent restenosis (irs) of the proximal circumflex lesion. The isr was treated with an additional xience v stent. Reportedly, the pt's symptoms resolved after the procedure. No additional event or pt info is available.